Manufacturer narrative:
The field service representative (fsr) could not duplicate the complaint, but could verify it through the logs. On 24mar2020, the system was used and all looks normal, but on the next power up, the date on the central control monitor (ccm) changed to 27sep2074. The date jump was the only issue seen in the logs. This likely caused the low battery indications, but there was no actual problem with the batteries or the charging system. On the next power up, the date and time were correct and read 25mar2020. He performed release testing on the system. The unit operated to the manufacturer¿s specifications.

Event description:
It was reported that the heart lung machine (hlm) had a low battery and would not charge. No other details regarding the nature of this event were provided.

Event description:
Additional information received provided that the reported issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result , an alternative device was employed. The heart lung machine was restarted and the battery was allowed to recharge. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.